Event description:
It was reported that patient underwent a distal humerus fracture repair procedure utilizing a humeral plate on (B)(6) 2012. During the procedure, the humeral plate fractured after the surgeon tightened the screw to it. The surgeon removed the screw and humeral plate and completed the procedure by implanting a new humeral plate.

Manufacturer narrative:
This follow-up medwatch is being filed to relay that the user facility report and medwatch 1825034-2012-01415 both refer to the same event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.